Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a heat rash under the front right electrode. There was no alleged device malfunction contributing to the rash. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the rash. Reporting out of an abundance of caution. Outcome of the rash is unknown.